Manufacturer narrative:
Additional information: section d.7 advanced bionics considers the investigation into this reportable event as closed. The recipient experienced a superficial breakdown of skin along the incision site. There was no abscess or dehiscence of the incision. The recipient was prescribed oral antibiotics and advised to cease device use. The skin breakdown has resolved and the incision site is healthy. The recipient has resumed device use. Additional treatment details will not be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing an abscess behind the ear that is believed to be related to an allergic reaction. The recipient underwent medical treatment and is in the process of healing.